Event description:
The patient was a male, but his age was unknown. The target lesion was aha lcx13. It was an isr at the overlapping section of a previously implanted bms (multi link pixel: size unknown) and cypher (1st complaint product: size unknown) at aha lcx11~13. The vessel was flexed, moderately calcified and slightly tortuous. There was 90% stenosis. Initially, pre-dilation with a balloon (lacrosse: 2.5/15mm) was conducted. Then cypher (2nd complaint product: 2.5/18mm) was being delivered, however, the cypher stent was caught at the strut of the previously implanted stent at the ostium of lcx and then the cypher stent dislodged from the sds. The dislodged stent was retrieved with a gooseneck snare, and it took approximately 30 minutes to retrieve the dislodged stent. The procedure was finished by only conducting poba with a balloon (hiryu 2.5/10mm). There was patient injury reported. The product was clinically used and the cypher (only 2nd complaint product) will be returned for analysis. Physician's comment: lcx had an acute angle and it made the delivery of the cypher difficult.

Manufacturer narrative:
One non-sterile 2.5/20mm cypher stent delivery system was received coiled inside of a plastic bag for analysis. The stent was not mounted on the balloon. The balloon was pleated, folded and had bumping and crimping marks. The guide wire lumen had blood residuals. No other anomalies were observed on the device. The stent crossing profile could not be measured since the returned stent was not mounted on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The dislodgement complaint was confirmed. Review of the available information suggests that procedural factors may have contributed to the dislodgement. This is one of two products used during the same procedure on the same patent, which is associated with mfg report # 9616099-2008-02557. This product is similar to us cypher.